Event description:
It was reported that a patient underwent a sling procedure in the "u" position in 2008. No concomitant procedures were performed during this procedure and there were no intra-operative complications. Post-operatively, the patient developed a urinary tract infection.

Manufacturer narrative:
Date sent to the FDA: 09/04/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.